Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens -9.5/2.0/107 (sphere/cylinder/axis) patient's left eye (os) on (B)(6) 2024. The lens was reported as having low vaulting without rotation. On (B)(6) 2024 the lens was replaced with a longer length lens. This resolved the problem. Cause of the event was unknown.